Event description:
Concentric emg needle was not recording properly. Due to defect, there appeared to be fibrillation potentials or positive sharp waves that were, instead, electrode "pops" -by analogy to eeg-. Only replacement with a new needle fixed the problem. This issue crops up randomly with about 1 out of 20 needles. Others seem to have a poor electrical contact into the hub of the needle holder, and fiddling with this junction will sometimes fix the problem, albeit temporarily.